Event description:
A temperature alarm was reported by the caller, attributed to a pump that was charging at the time, but it had not been exposed to extreme temperatures. There was no adverse impact on the customer¿s blood glucose level. To address the issue, the customer was instructed by technical support to put the pump into storage mode and return it using a pre-paid label. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery during this process.